Event description:
Complainant reported a sometimes vast difference in readings obtained from suspect product and a different version monitoring machine, stating sometimes it was as much as 40%. Concern for accurate reading in determining amount of insulin to be administered. Complainant has talked with the co, who informed the complainant (and the complainant stated this was in fine print in the material obtained with the machine) that there could be a 12% increase in the test readings. The complainant further stated this newer version machine reads within 5 secs and takes a smaller amount of blood, and reads plasma, which could affect an accurate reading.